Event description:
Additional information received reported that the patient was given perioperative antibiotics and the onset or diagnosis of infection was (B)(6) 2012. The patient did not have meningitis and she experienced incisional wound opening. The infection was at the device pocket and it was unknown if a culture was obtained. The patient was treated with an antibiotic ointment and the infection was resolved.

Event description:
It was reported that the patient's device was removed due to an infection.

Manufacturer narrative:
Product ID 3889-28, lot# va00c1w, implanted: 2012 (B)(6), product type lead. (B)(4).